Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative zimvie received one (1) tsvmb11, (imp, tsv, mcol mg,3.7mm,11.5mml) for evaluation. Visual evaluation was performed, visual evaluation of the as returned product packaging identified the outer boxes and vials were already opened. The implant labels and IFU were inside the outer box. Tamper seal ring was identified broken on both outer vials. The coob is non-verifiable as the condition of the packaging when received by the customer is unknown / non-verifiable. DHR review was completed for the subject lot numbers (1255487 & 1255083). No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot numbers (1255487 & 1255083) for similar events and no other complaint was identified. Review completed utilizing keywords: ¿incorrect or missing label¿ & ¿incorrect component quantity.¿ based on the available information, the packaging malfunction could not be verified, and the reported events were non-verifiable. The coob is non-verifiable as the condition of the packaging when received by the customer is unknown / non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient identifier: unknown / not provided. Age at time of the event: unknown / not provided. Gender: unknown / not provided. Patient weight: unknown / not provided. Additional device information: unknown / not provided. Device manufacturer date: unknown / not provided.s

Event description:
Doctor reported that when opening the packaging for one implant placement he noticed that both implants were missing in their respective packaging. According to cs the labels were missing, too. Procedure has been completed using a new implant from doctor's stock.